Event description:
It was reported that there were air bubbles in the tandem mobi cartridge despite efforts to remove them, and they were observed during the pumping process. The impact on the customer's blood glucose level was unknown as the caller declined a callback, and no specific information was provided. There was no further information available on how the issue was resolved, as the caller declined a callback and did not provide additional details.